Event description:
Related manufacture reference number: 2017865-2021-39285. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead exhibited inappropriate mode switches caused by myopotential oversensing. During clinical follow-up, it was noted that the atrial lead exhibited failure to capture, varying sensing amplitudes, and under-sensing. Patient was admitted for lead replacement, as they had a history of bradycardia. The reported lead was explanted and replaced on (B)(6) 2021. During the procedure, the patient's implantable cardioverter defibrillator was electively upgraded by the physician. Post procedure, interrogation revealed the replacement atrial lead exhibited similar issues of failure to capture, inappropriate mode switches caused by myopotential oversensing, varying sensing amplitudes, and under-sensing. The physician suggested that scarring of the atrium contributed to the loss of capture. Programming changes were made for the newly implanted atrial lead. The patient was in stable condition.